Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Customer was instructed through several troubleshooting steps, then was informed pump needed replacement, arrangements were made for replacement pump and confirmation of shipping address, storage mode instructions were provided, and customer was instructed to return problematic pump to tandem within 10 days using supplied return materials.